Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the administration of chemotherapy drugs to a patient using the echelon 10 45° pre-shaped tip catheter via the femoral artery, a leak was observed in the middle of the catheter. A hand injection of contrast agent was performed to test catheter integrity, during which the contrast agent was seen leaking from the tube. Upon removal and further testing outside the body, a hole was identified in the catheter, with water coming out. The devices were prepared and flushed as per instructions for use (IFU). Vessel tortuosity was normal. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the catheter leak/hole was not determined.

Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. No damages or irregularities were found with the echelon-10 micro catheter hub. Solidified contrast/solution was found within the hub. The echelon-10 catheter body was found to rupture at 103.6cm from the proximal end. No bends or kinks were found with the echelon-10 catheter body. An occlusion was found at 112.5cm from the proximal end. No damage or irregularities were found with the distal tip or marker bands. The echelon-10 micro catheter total length (to the proximal marker band) was measured to be 152.6cm, the usable length (to the proximal marker band) was measured to be 144.8cm, which is within specification (specification: total (ref) = 152cm, usable = 144cm ± 1.5cm). The echelon-10 micro catheter was flushed; however, water did not exit the micro catheter as it was found occluded. An in-house guidewire could not be placed within the micro catheter due to the solidified contrast/saline within the hub. The guidewire was placed within the catheter distally and became stuck at the occlusion (112.5cm from the proximal end). The catheter was cut, and the occlusion was removed. The occlusion dissolved when exposed to water. It is likely the occlusion was saline/contrast. Based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed. It is possible the rupture occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, or increased injection force against resistance. The occlusion found distal to the rupture potentially contributed towards the rupture; however, it is not known if the occlusion had solidified during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.